Manufacturer narrative:
(B)(4). Investigation summary: per service manual, operational, and diagnostic analysis, confirmed (oobf/ power issues). Identified missing ground lug. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment.

Event description:
It was reported that during an open gastrectomy, the gen11 automatically shut down. The generator was restarted and the hand piece was reassembled but the same event continued. There were no adverse consequences to the patient.